Event description:
It was reported that this artificial urinary sphincter (aus) was not working. The patient experienced recurring incontinence and fluid loss was noted. The aus was explanted and replaced. There were no additional patient complications reported.